Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n179841025, implanted: (B)(6) 2008, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed corrosion, wear, and lubrication of the motor gear train. The stall was due to gear wheel 3. This event qualifies for the notification and recall referenced.

Event description:
It was reported the pump had a critical alarm due to a motor stall. The logs were checked. The stall never recovered. The cause was not determined. The patient experienced pain and underdose symptoms. The patient was hospitalized due to "possible" withdrawal symptoms. The patient was released and was still recovering. Patient status at time of this report was alive; with injury. The physician placed the patient on oral medication and the pump was placed at minimum rate. The pump was replaced. The pump was delivering morphine and bupivicaine.

Event description:
Additional information indicated that the pump was replaced on (B)(6) 2014. The reporter had not heard how the patient was doing since replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.